Manufacturer narrative:
The devices and/or x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required for the pegs and screws were unavailable. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the plate was not provided. A two-year search of the complaint database did not identify a trend. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised because the humeral head collapsed.